Event description:
It was reported that the patient's blood glucose level rose to 371 mg/dl between 4 and 24 hours of wearing the pod. The patient stated the cannula was dislodged from the abdomen and was leaking insulin. Upon removal, the pod's cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged and bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation and there were no damages observed that would contribute to the reported dislodged cannula. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. An inspection of the fluid path and subsequent leak test found no evidence of the reported leak. The cause of the reported dislodged cannula could not be determined.